Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "noise appeared in the image", "image is intermittent" and " colors of the image are not good" occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the video system center exhibited a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.